Event description:
It was reported that after the gastric bypass procedure, when checking for leaks intra op none were found. However, 48-72 hrs post op occurred in gastric pouch. The pt is doing well. There were no further consequence to the pt.